Event description:
Pt has a 15 yr history of extended wear soft contact lenses. Lenses are worn on a daily wear basis and discarded every two weeks. Medical records indicate that the pt stores his lenses in saline and does not disinfect them when removed during the second week period. Pt is a resident at a hosp and medical records state that while on call on 4/2/97, the pt experienced tearing and photophobia. He repeatedly took his lenses out and put them back in despite irritation. He used topical anesthetics and steroid eye drops for 10-11 days and discontinued use of the contact lens in the left eye. He experienced increasing discomfort and went to two different ophthalmologists who each treated him for a corneal abrasion o.s. He saw a third ophthalmologist on 4/17/96 who initially treated him for herpes stromal keratitis. The following day, the dr noted radial perineuritis and a central corneal infiltrate and referred the pt with a suspicion of acanthamoeba keratitis. On 4/18/96, vision was 20/40 o.s. And epithelial scrapings performed showed acanthamoeba trophozoites on calcofulor staining. On 4/23/96, culture results were reported positive for acanthamoeba. The pt was treated extensively for several months. Latest records available indicate that the pt was doing better, the condition was improved and vision on 1/21/97 was 20/50 o.s.